Event description:
It was reported that during a da vinci pancreatectomy (whipple procedure), the prograsp forceps instrument could not move correctly. There was a broken cable in the wrist. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one pitch cable was frayed at the distal idler. There was no damage found to the clevis. Failure analysis investigation also found the following additional damages to the instrument: one pitch cable had lost tension at the grip area. The instrument housing was removed and the cable was found to be derailed at the clamping pulley, but not broken. There was an indentation at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.